Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 378 mg/dl while using the ilet after changing the infusion set, then disconnected the set, noted no bent cannula, and planned to replace the infusion set again and continue monitoring. Symptoms included elevated blood glucose. Outcomes included user-led troubleshooting and education, with no hospitalization. Investigation included customer interview, troubleshooting, and education regarding infusion set management and glucose monitoring. Investigation of this case revealed no confirmed device malfunction and no identifiable device component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.